Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that for the last 2 weeks, they are not feeling stimulation , back started hurting more and more. Loss of therapeutic effect. The ins battery life was not going down and then all of a sudden 2 days ago it went from a full charge, then next morning there was no charge, so patient charged ins back up and ins is showing a full charge but patient is not feeling any stimulation. Patient reported no falls or trauma. During call, patient confirmed with programmer that ins is on and patient is at 7.7v. Ins level is showing fully charged. Patient confirmed with recharger, showing ins is on and recharger is charged. Patient was getting full coupling. Patient was redirected to their hcp. No further complications were reported.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4). Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and manufacturer representative (rep). It was reported the patient did not have any stimulation on the right side. The manufacturer representative (rep) completed an impedance check and the entire right lead has impedances. The patient denied any recent falls or injuries. A fluoro image was completed showing ap views of the leads in the thoracic alone and an image of the battery as well. The physician and rep did not see any abnormalities in the images other than the left lead showing signs of slight migration. Both leads seem to be intact with the ipg. The physician plans to discuss with the patient a possible lead revision on the right lead. No further complications were reported/anticipated.